Event description:
Unable to bear weight (weight bearing difficulty). Knee pain (arthralgia). Knee swelling (joint swelling). Knee effusion (joint effusion). Case description: spontaneous report received on 07-may-2009, from a health care provider via a company representative regarding a female pt with a history of osteoarthritis of the knee, who experienced knee pain, knee swelling, knee effusion and was unable to bear weight after starting synvisc. The pt received an injection of synvisc- one into an unspecified knee on an unspecified date in 2009. The health care provider reported that the pt experienced pain, swelling in her injected knee and was unable to bear weight on the injected knee. The pt was seen the next day in the clinic by an acute care physician assistant, and she was sent home, but later that evening, she went to the ER and was admitted overnight. The pt's injected knee was aspirated and the fluid was clear of infection. The pt was sent home with a brace on her injected knee. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.